Event description:
Caller alleged imprecision with inratio meter. Results as follows: in 2006, first test inr = 1.0, second test inr = 2.7. Caller alleged discrepant results compared with the lab. Results as follows: date, inratio 1.0, 2.7, lab 2.5, 2.5, date: 2 weeks later, inratio 3.8, lab 3.3.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060127: in 2006, first test inr = 1.0, second test inr = 2.7, mean = 1.85; sd = 1.2; %cv = 65%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be investigated. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date, inratio: 1.0, 2.7, lab: 2.5, 2.5; mean: 1.75, 2.6; confidence limits: 1.2-2.3, 1.7-3.8. Date: 2 weeks later, inratio 3.8, lab 3.3, mean 3.55, confidence limits 2.2-5.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both inratio and lab values are outside the confidence limits for inr testing. Products will be investigated.